Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer declined troubleshooting from tandem technical support. Customer's blood glucose was 128 mg/dl.